Manufacturer narrative:
As there was no reported device malfunction related to this event, a device investigation was not performed.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and food was consumed. The customer had delivered too much insulin for the amount of carbohydrates consumed and was the suspected cause of the low bg. The bg level was 82 mg/dl at the time of the report.